Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient was taken to the emergency room with blood glucose (bg) of 502 mg/dl with vomiting, large ketones, stomachache, and weakness. The reporter noted that the pump has had moisture under the screen for "a few weeks" and also noted that they have replaced the battery frequently since the moisture issue started. The reporter stated that on the morning of (B)(6) 2013, the pump did not have power when the patient awoke. The patient was reportedly kept in the hospital overnight and was given IV fluids and insulin, and was discharged the next day. The reporter initially stated that the patient has been off the pump since (B)(6) 2013, but then later stated that the patient has been off the pump since the day after he was discharged from the hospital. The patient is reportedly currently on injections for insulin delivery and is to resume insulin pump therapy once a replacement pump is received. The reporter denied any damage to the pump and denied any corrosion on the batteries. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia requiring medical intervention while using insulin pump therapy. Use error cannot be ruled out as a cause or contributor in the reported incident, as the patient was aware of an issue with the pump and continued to use it.

Manufacturer narrative:
Moisture under the display is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The alleged battery life issue is also not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.